Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited an unknown product performance issue. Additional information received which indicated that during the generator changed thirteen years ago, this lead pulled back into the superior vena cava (svc) in an attempt to remove the lead. The lead was then out of service, however, lead was not abandoned at that time. Subsequently, this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.